Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently shut off unexpectedly, causing "insulin delivery to stop". Additionally, it was reported that an occlusion alarm occurred and that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.